Event description:
A malfunction on the pump was reported by the caller. There was no reported impact on the customer¿s blood glucose level, as it was unknown or declined to answer whether levels exceeded 500 mg/dl. Technical support provided pump reset information, assisted the caller with resetting the pump, and instructed the caller to load a new cartridge and resume insulin use. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and to report if any issues recurred.